Event description:
A customer reported the adc freestyle libre sensor tip remained in the customer¿s skin. As a result, the customer had a loss of consciousness and stated they receive third-party medical treatment from anyone other than themselves, however, declined to continue the troubleshooting process as the customer just got home as they were in the hospital for sepsis. It is unknown if sepsis was related to the use of the device. No further information was reported. There was no report of death or permanent injury.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.